Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the patient had an epileptic episode that caused the electrodes to break and be contaminated when they fell on the ground. The leads were replaced. No patient complications have been reported as a result of this event.